Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message and no image being displayed was a damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed no image. The event occurred during inspection for use. There was no patient involvement.